Manufacturer narrative:
The report event of high impedance was confirmed. The return lead had a kink with all internal wires broken; causing the reported issue. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The event date is unknown. The results / method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. It was reported the patient experienced ineffective / therapy loss. High impedance was found. As a result, the patient's lead was explanted and replaced (with the same model). Surgical intervention addressed the patient's issue.